Event description:
There was an allegation of discrepant inr results when testing with coagucheck vantus meter serial number (B)(4). At 9:10 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 5.1 inr. The patient's medication was not adjusted based on this meter value. At 10:10 a.m. On (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.8 inr. For the repeat test, a sample from a different finger was collected. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a bi-weekly testing frequency.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.